Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate or verify the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was unable to recognize the connection of the defibrillation electrodes through paddles lead. Without this functionality the device would not have the ability to deliver a shock to a patient if needed. There was no report of patient use associated with the reported event.